Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the alarm had lost some of its loudness. The customer stated that the belt clip was broken and the battery cap was difficult to open. The insulin pump failed the battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.